Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was in un-used condition; no anomalies were noted. None of the original packaging was returned with the electrode. Photos of the packaging were provided by the affiliate, which show a small piece of black material in or on the sterile pouch. However, the sterile pouch is opened in the photos; therefore, it cannot be determined if the foreign material was sealed inside the sterile pouch. Based on the provided photos, this complaint cannot be confirmed. Further, the specific origin of the material and a root cause for the reported packaging issue cannot be determined. Functional testing of the returned electrode revealed the device functioned as intended. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email on opening the sterilized package before a surgery on the (B)(6) 2017, the nurse discovered some dirt in the package a small (1mm) black object. Because of this they put the package and the article a side, not using it since it was supposed to be sterile. The procedure was completed with same like product. Photos of the parcel taken by me on the date of awareness can be provided. Additional information received via email from the affiliate on 6-1-17 the procedure was acromiplastic. It was confirmed the date a j&j person was aware of this issue,was 24th of may. No delays ¿ they just took out a new vapr.